Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information that the customer's pump shut down unexpectedly at 100 percent battery life. The customer's blood glucose level was impacted.